Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged, high thresholds occurred and patient experienced phrenic nerve stimulation. During the lv lead revision procedure when the lead was detached the setscrew of the implantable cardioverter defibrillator (ICD) came out. The lv lead was re-positioned, and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.